Manufacturer narrative:
Evaluation summary: a failed component on the power mgr printed circuit board was the cause of the devices' inability to switch to battery power. The specific failure mode has not been determined.

Event description:
When the ac mains power was disconnected from the device, it did not automatically switch to battery backup power as expected. The event occurred prior to use of the device in a clinical setting.